Event description:
The user facility reported that the involved angio-seal device shuttled. The anchor was pushed out of the sheath but was not placed and came back into the sheath. The device was not used, and manual compression was applied to achieve hemostasis for twenty-four (24) minutes. Subsequently, hemostasis was successfully achieved by manual compression only. The procedure before deploying the device was carotid artery stenting (cas). It is unknown whether a pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 french. It is unknown whether the puncture site was distal or proximal to the inguinal ligament of the right common femoral artery. The vessel diameter is unknown. No health damage for the patient. Blood loss less than 250cc. The event occurred intra-operative. The patient was not injured during the event and medical or surgical intervention was not required. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
Patient information:requested, not available due to hospital policy implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot number combination was conducted with no findings. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).